Manufacturer narrative:
Xxxdur duragen-unknown product ID was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the issue reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
During a poster presentation at the japan neurosurgical society event held on (B)(6) 2020, it was reported that duragen was used for a procedure of craniotomy tumor removal (tent meningioma). During the procedure, cerebellar swelling was observed and external decompression was performed. Duragen was placed, and the procedure was completed with bone flap as a hinged fixation. After a few weeks, the patient developed cerebellar ataxia and it was found by imaging that the cerebellum was displaced downward on the dorsal side. Subsequently, dural reconstruction and cranioplasty were performed to reposition the cerebellum and the patient is now recovering. No allegation of product malfunction was reported and no further information was provided by the facility.